Event description:
A customer reported a cartridge change error with their pump. There was no adverse impact to the customer's blood glucose level. The customer received guidance from technical support, which led to the inspection and cleaning of the pump's pneumatic tap area. After assistance, the customer successfully filled and loaded a new cartridge onto the pump, completing the load process and resuming insulin delivery.